Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient's pump had initially provided relief. After the implant, the patient thought it was sweat on her back. However, the patient was informed fluids had come out of the incision in her back. Emergency surgery was reported to have occurred where it was thought that the catheter was disconnected. The patient reported later having anterior and posterior incisions and it was unclear if only the catheter was reconnected or if the patient received a new pump. This device system was used to deliver clonidine, bupivacaine, and dilaudid.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter . (B)(4).

Manufacturer narrative:
(B)(4).